Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. However, per report, there was no device malfunction. A device history review (DHR) for the sheath was and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0 mm. In this case, the access vessel was 9.0 mm and the vessels were indicated to be both mildly calcified and non tortuous. In this case, the exact cause for the reported dissection cannot be confirmed; per report, the vessel characteristics were adequate; however, it is possible that there is calcification that is not appreciable on imaging. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, after removal of the rf3 sheath, the right common femoral (rcf) artery was noted to be slightly disrupted although per report the sheath had been placed without difficulty. The decision was then made to advance a 12 mm optapro balloon from the contralateral side into the right external iliac (rei). The balloon was inflated to achieve hemostasis and the sheath was then able to be removed. The prostar device was employed and hemostasis was achieved. Additionally, a post deployment angiogram was taken through the crossover sheath and a non-flow limiting disruption of the right common femoral (rcf) artery was noted. A 12 mm balloon was then advanced to the area and a poba was done to tack the disrupted area. The final result was satisfactory. The patient was noted to be stable and was transferred to the unit for management.